Manufacturer narrative:
It was noted that the device is not available because the patient did not release it. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding wear involving an omnifit liner was reported. The event was not confirmed. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
The surgeon stated there was eccentric wear of the poly with associated osteolysis around the cup and stem. He removed the head and liner. Found the cup and stem to be well fixed so he grafted the lytic areas and replaced the liner with a crossfire liner and replaced the head with a universal biolox head.

Event description:
The surgeon stated there was eccentric wear of the poly with associated osteolysis around the cup and stem. He removed the head and liner. Found the cup and stem to be well fixed so he grafted the lytic areas and replaced the liner with a crossfire liner and replaced the head with a universal biolox head.